Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. Customer¿s blood glucose level ranged from 102 108 mg/dl.